Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). (B)(4). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency had increased pain in the left knee and swelling in left knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022). On an unknown date, after unknown latency, patient had increased pain and swelling in the left knee. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information received on 05-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 05-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 5-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee swelling and pain. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a 56 years old male patient who received treatment with synvisc one and the same day had increased pain in the left knee and swelling in left knee. Also device malfunction was identified for the reported lot number. No past drug, or concurrent condition was provided. Patient had nerve disorder, hypertension and cholestasis. Patient had no known allergies. Concomitant medication included multivitamins, metoprolol tartrate (metoprolol), lisinopril, acetylsalicylic acid (aspirin). On (B)(6) 2017, at 08:44 am, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for knee pain (batch/lot number: 7rsl021; expiry date: 31-may-2020). The same day, patient had increased pain and swelling in the left knee/ increased pain and swelling. Patient was seen in office on (B)(6) 2017 and was given cortisone injection and knee aspirated. Fluid was sent for lab to test for crystals, cell count and gram stain. The same was found to be negative for crystal fluids. On (B)(6) 2017, patient recovered from increased pain in the left knee and swelling in left knee. It was reported that none of the medication, disease states etc. Might have played a role in the patient's events. Corrective treatment: cortisone injection for pain in the left knee; knee aspirated for swelling in left knee outcome: recovered/resolved for both the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: 50888 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Reporter causality assessment: events of increased pain in the left knee and swelling in left knee related to synvisc one seriousness criteria: important medical event for device malfunction; intervention required for pain in the left knee additional information received on 05-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 05-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from healthcare professional. Therapy details updated for the suspect product were updated. Corrective treatment was updated for the event of increased pain in the left knee and swelling in left knee and outcome was updated to recovered/resolved for the same. Non-serious event of pain in the left knee was upgraded to serious. Patient's age added. Medical history and concomitant medication of the patient was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-18. The follow up received does not change the previous assessment of the case.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee swelling and pain. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.